Event description:
It was reported by the rep that several days after implantation, the pt developed blisters along the forearm where the graft was placed. This required debridement and skin (pig) grafts.